Event description:
Synovitis in his right knee [synovitis of knee] ([swelling of r knee], [aching (r) knee], [difficulty in walking]). Case narrative: initial information received on 13-jul-2020 from canada regarding an unsolicited valid serious case received from a patient via call center. This case involves a approximately 56 years old male patient (dob:1964) who experienced synovitis in his right knee, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient used hylan g-f 20, sodium hyaluronate, formulation injection in both knees, dosage 6 ml (frequency, route, lot - unknown) for osteoarthritis. On (B)(6) 2020, 1 day after the injection, the patient developed synovitis in his right knee when his right knee became swollen and very painful. The patient had to use crutches to walk but later no longer needed them but still had difficulty to walking and was still in pain with some swelling. The patient stated that his left knee was fine and he had no pain. Action taken- not applicable. Corrective treatment: crutches for having difficulty to walk, putting ice on the knee for swelling. The patient outcome is reported as not recovered / not resolved for synovitis. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 14-jul-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 16-jul-2020 additional information was received on 16-jul-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
Synovitis in his right knee [synovitis of knee], ([swelling of r knee], [aching (r) knee], [difficulty in walking]). Case narrative: initial information received on 13-jul-2020 from (B)(6) regarding an unsolicited valid serious case received from a patient via call center. This case involves a approximately (B)(6) years old male patient (B)(6) who experienced synovitis in his right knee, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient used hylan g-f 20, sodium hyaluronate, formulation injection in both knees, dosage 6 ml (frequency, route, lot - unknown) for osteoarthritis. On (B)(6) 2020, 1 day after the injection, the patient developed synovitis in his right knee when his right knee became swollen and very painful. The patient had to use crutches to walk but later no longer needed them but still had difficulty to walking and was still in pain with some swelling. The patient stated that his left knee was fine and he had no pain. Action taken- not applicable. Corrective treatment: crutches for having difficulty to walk, putting ice on the knee for swelling. The patient outcome is reported as not recovered / not resolved for synovitis. A product technical complaint was initiated and results were pending for the same.